Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had blood glucose levels of 47 mg/dl. Customer treated with cereal and 26 units. The customer also mentioned serter issues.